Manufacturer narrative:
At this time, the product has not been returned. If the product is returned and analysis will be performed, a supplemental medwatch will be filed if there is any further relevant information from that review.

Event description:
It was reported that this tachy lead was attempted due to an unknown product performance anomaly. The lead was never in service. No adverse patient effects were reported. Additional information from the field was received indicating that the lead was an attempted implant due to lead would not track into the vessel. No adverse patient effects.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned and analysis will be performed, a supplemental medwatch will be filed if there is any further relevant information from that review.

Event description:
It was reported that this lead was attempted due to an unknown product performance anomaly. The lead was never in service. No adverse patient effects were reported.